Event description:
The customer reported to olympus, during routine screening colonoscopies, when irrigating a the cecum, the tissue started to bleed. The bleeding stopped on its own. The pump setting was on 7-8 and was turned to 1 but there was still 'a bit of bleeding' less irrigation was used too after this event. There was approximately a 'couple of minutes' of a delay in procedure while the patient was under monitored anesthesia care. This issue occurred on the same day with a total of 4 patients. The customer reported, by the fourth patient, the procedure was started with the pump settings at 1-2 and it 'wasn't as bad.' Two days later, four more colonoscopies were performed with a different surgeon, keeping the settings down low and there were no issues. Additional procedures were performed the following week with the first surgeon and there were also no issues. The facility stated they are adjusting the pressure prior to the start at each exam with each scope. The customer confirmed, turning down the flow rate helped decrease the incidence of bleeding. This event includes 4 reports: (B)(6): 75yo, male, 219lbs, (B)(6): 61yo, female, 151lbs, (B)(6): 70yo, female, 250 lbs, (B)(6): 70yo male, 211 lbs. This report is 1 of 4 for (B)(6): 75yo, male, 219lbs.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. The customer provided the following concomitant devices but did not specify which device was used on each patient: maj-2207, 20249425, unknown endoscope with serial (B)(4) and irrigation tubing k10035002, lot number 20249425 once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00349.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by user error. The risk assessment file was reviewed and this potential risk is mitigated within the instructions for use which advise the user to start at a low flow and increase to maintain patient comfort. The bleeding ceased of its own accord once the flow rate was reduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide updates to h4 and h6.